Event description:
Dealer rep. Sent in a request for RMA number for a broken clamp. Requested dental office information and return of clamp. Called the dental office and spoke to assistant. She said that the clamp snapped while they were in the middle of the procedure. She said that no one was injured as the patient and staff had their goggles on. She said it was very upsetting when it occurred. She did not remember exactly which patient it was as this happened in (B)(6) 2013. She said that they only just received the clamp as the clinic opened on (B)(6) 2013. She did remember that the patient was a juvenile and they were treating a primary molar.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusion - device breakage is addressed in the directions for use. The directions state, "do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times." The directions for use warns, "caution: modification, over-extending, bending, or use exceeding one year may cause breakage." The dental assistant said that no one was injured during the incidence.